Manufacturer narrative:
Abbatemarco j.r., willis m.a., wilson r.g., nagel s.j., machado a.g., bethoux f.a. 2018. Case series: intrathecal baclofen therapy in stiff-person syndrome. Neuromodulation 2018; e-pub ahead of print. Doi:10.1111/ner.12765. Please note that this date is based off the date of acceptance for publication as the actual event date was not provided. Concomitant medical products: product ID: neu_unknown_pump, serial# unknown, product type: pump; product ID: neu_unknown_cath, serial# unknown, product type: catheter; product ID: neu_unknown, serial# unknown, product type: unknown, product ID: neu_unknown_pump, serial# unknown, product type: pump, product ID: neu_unknown_pump, serial# unknown, product type: pump. Other relevant device(s) are: product ID: neu_unknown_pump, serial/lot #: unknown. Per FDA draft guidance july 9 2013 these events are reported on one MDR due to no patient identifier. If information is provided in the future, a supplemental report will be issued.

Event description:
Summary: this retrospective case series evaluates the outcomes of screening tests and chronic infusion of intrathecal baclofen (itb) in patients diagnosed with stiff-person syndrome (sps) treated in a spasticity clinic. Reported events: 1 (pli 10): one case of pseudomonas aeruginosa infection about three months after implant in the setting of poorly controlled diabetes, resulting in system removal. The event resolved with medical or surgical treatment. 2 (pli 20, 30): two cases of cerebrospinal fluid (csf) leak with spinal headache after pump implantation requiring blood patches. The events resolved with medical or surgical treatment. 3 (pli 40): unknown number of cases of baclofen overdose/withdrawal related to the trial, implant, or chronic infusion. 4 (pli 50): one case of a pump motor malfunctioning requiring replacement. The event resolved with medical or surgical treatment. 5 (pli 60): one case of a mild decrease in hip strength. It was not possible to match this event with any previously reported event.